Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient (pt) had MRI of the brain done and all MRI conditions were met except the stim was left on, scs was not in MRI mode for scan. During the MRI pt started to experience more pain, had a hard time lying on his back for the MRI and the scan had to be stopped due to how the pt was feeling. Caller states pt was given some pain medication after the MRI was stopped. Caller did indicate that they activated MRI mode after the scan and saw pt is full-bodied eligible.